Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that both batteries of the handle were vented. It was reported that the power pack cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to a component failure. This issue may occur due to battery degradation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, at the time of reconstruction, the handle did not start up after removing it from the charger. It was in a black-out condition. The operation was completed without problem using another power handle. There was no patient injury.